Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection signs of axial abrasion were found between 11 cm and 13 cm distal to the is-1 connector pin. Based on the location as well as the characteristics of this finding, it is reasonable to assume that a gradual relative displacement of the fixation sleeve occurred in the implanted state. This may have occurred during the observed dislodgement of the lead. Furthermore coagulated blood and body tissue were found around the fixation helix. After removing these residuals the fixation helix could be properly retracted and extended during the mechanical analysis. Moreover no peculiarities were found during the electrical analysis. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This system was explanted because the physician was going in to explant the leads. The ra lead was dislodged and the rv lead had a clavicular fracture, noise and there were inappropriate shocks. The device was at mol2 and there are no known complaints against the device. A new system was not implanted because of ef improvement of the patient. The hospital retained the devices. Should additional information be received, this file will be updated.